Event description:
The customer called to report that he's been having a lot of problems with high and low blood glucose levels. The customer stated he was hospitalized twice for diabetic ketoacidosis and blood glucose readings over 1100 and 700 mg/dl. The customer also stated he has had the fire department come to his home to treat him for low blood glucose levels. The customer declined to troubleshoot the insulin pump, because he feels that it is working fine. The customer only wanted to talk to someone about putting the correct settings in the insulin pump. Advised the customer that a diabetes consultant would contact him soon.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.